Event description:
It was reported that during an laprascopic cholecystectomy procedure, clips not aligning, opened a second applier and continued without issue. No consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information:multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.